Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating and subsequently, the pump shutdown. There was no impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.